Event description:
In 9/14: customer reports that an approximately (B)(6), female, was undergoing a retrograde cystogram with stent placement when the fluoro failed. Staff moved the pt to another room where the procedure was completed without incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and confirmed that the unit will fluoro but that it displays no image on any system monitor. The fse found the camera head to be defective. Fse gave the replacement cost to the siemens service rep who requested that unit be repaired with a non-covidien camera. However, as covidien does not install or support third part parts, the service rep declined any further repairs. Fse left the unit as 'non-operational.'